Event description:
A report was received of a catheter fracture at the parietal pleural insertion site. The entire catheter was removed under local anesthesia using blunt dissection of the subcutaneous tunnel. No complications associated with the event.